Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was a confirmed infection at the implantable neurostimulator (ins) site. The patient was admitted to the hospital via ER visit on (B)(6)2015. There was redness, drainage, and pain. It was noted that it was a staph infection. The patient was taking IV antibiotics, and there was a total system explant as interventions to resolve. The patient wanted to have the system put back in because it was working great. Other relevant medical history includes spinal pain.